Event description:
Clinical study. It was reported that during a carotid artery stenting procedure, the patient experienced a mild vasospasm. The target lesion was located in the left proximal internal carotid artery with 90% stenosis and was 10 mm long with a 4 mm reference vessel diameter. The physician treated the lesion with placement of a carotid wallstent. Following post dilatation, residual stenosis was 10%. During the procedure, there was evidence of some mild vasospasm after the filterwire ez was placed. The patient was treated with medication and the event was resolved without residual effects. The patient was discharged the next day with their condition listed as "fine".

Manufacturer narrative:
The device history record (DHR) review confirms that this device met all materials, assembly, and performance specifications. The product is not expected to be returned therefore, no product analysis will be conducted. The most probable root cause is operational context as the device performance was limited due to anatomical procedural factors.